Event description:
It was reported that a as lvp 20d low sorb ss 1.2m was had flow issues and was clogged during use. The following was reported by the initial reporter: "it was reported that while priming, the liquid would not go past the blue filter. Verbatim: "product name and catalog number: b-d alaris pump infusion set 1.2 micron filter low sorbing / reference number 10010453 lot number: (10)20105719 injuries or harm: no. It was an unplanned catch what was the issue you experienced? This nurse was priming the smof for a patient and the liquid would not go past the blue filter. Is the actual sample or sample representative available? Yes the actual sample is available".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-23. H6: investigation summary: one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 lot number 20105719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d low sorb ss 1.2m was had flow issues and was clogged during use. The following was reported by the initial reporter: "it was reported that while priming, the liquid would not go past the blue filter. Verbatim: "product name and catalog number: b-d alaris pump infusion set 1.2 micron filter low sorbing / reference number (B)(4) lot number: (10) 20105719 injuries or harm: no. It was an unplanned catch what was the issue you experienced? This nurse was priming the smof for a patient and the liquid would not go past the blue filter. Is the actual sample or sample representative available? Yes the actual sample is available"